Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified. This occurred in the therapy initiated on (B)(6) 2013, during night drain cycle four. The patient's ultrafiltration reading was 897ml, indicating the home patient (hp) drained 897ml more than their maximum programmed fill volume of 1300ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. This is an ancillary service event. The reported difficulty of an iipv event was confirmed through an event history log review. However, the cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.